Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was history of deep venous thrombosis (dvt). A venacavogram revealed patency of a normal caliber ivc. The renal veins were identified, and the filter was deployed below the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including perforation, tilting, occlusion and perforation abutting an adjacent organ that causes injury and damage to the patient. Per patient profile form (ppf), the patient reports tilting, blood clots, clotting and or occlusion of the ivc and perforation abutting an organ. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including perforation, tilting, occlusion and perforation abutting an adjacent organ that causes injury and damage to the patient. Per the implant records, the filter was indicated for a history of deep venous thrombosis (dvt). The patient underwent an angiography for the inferior vena cava (ivc) filter placement. The right common femoral vein was accessed using a single wall micro puncture technique. An inferior vena cavogram was performed revealing patency of the right iliac veins and the inferior vena cava of normal caliber. The renal veins were identified and a trapease ivc filter was placed without difficulty below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and three months after the filter implantation. The patient reports tilting, blood clots, clotting and or occlusion of the ivc and perforation abutting an organ. The patient further experienced anxiety related to the filter tilting, occluding within the vena cava, perforating outside the vena cava and abutting an adjacent organ.